Event description:
The device was used during a lar procedure. Reportedly, the anvil disengaged after firing. The surgeon resected the tissue at the application site to remove the component and used another instrument to complete the procedure. The hospital has reported the pt's condition is satisfactory.